Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: customer called and said they had 232008, 246005, 285002, 232035 error codes. After guiding him on how to remove batteries because he didn't know how to operate device, he put them back in and vent had release valve defective message. No health consequences or impact reported. Patient involvement is unknown.